Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-jul-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ lot w23346.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-may-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant results on an 81 year old female patient with an abdominal aortic aneurysm resection. There was no patient information at the time of this report. Return product is available for investigation. Method, date, collected, tested, hct, hgb, k+, sample, type. I-stat, (B)(6) 2024 09:29, 09:29, 20%, 6.8 g/dl, 2.9 mmol/l, a, arterial; I-stat, (B)(6) 2024,10:04, 10:04, 20% 6.8 g/dl, 2.8 mmol/l, b arterial; lab, (B)(6) 2024, 10:12, ni 31.9%, 10.4 g/dl, 4.1 mmol/l, c, venous. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.